Event description:
A surgeon informed a company representative of case of endophthalmitis observed 4 days post laser assisted cataract surgery. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).